Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited balloon water tube/channel clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the balloon water tube. There was no detailed information if there was a damage to the area where the foreign material was detected, and it was unknown if the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: we checked the contents written in the instruction manual and found that the following chapters described the reprocessing procedures. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.